Event description:
It was reported that during a sigmoidectomy procedure, staples were not formed at all on both sides of the distal part of the staple line. The knife advanced properly. Additional suturing was done and the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.